Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For one of the pending events, the investigation could not identify a product problem. The investigation found the event was consistent with a pre-analytical issue due to fibrin being observed in the patient sample. Therefore a pre-analytical issue cannot be excluded.

Manufacturer narrative:
For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service engineer performed performance testing but had a failing blank cell re calibration result. He readjusted the voltage on the photomultiplier tube board and repeated performance testing, and had passing results. He reset calibration information and performed a blank cell calibration, which passed. He verified precision was acceptable. For 2 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service representative checked the voltage and the probe alignment and he found the sipper probe was dirty. The sipper probe was cleaned. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service representative found the s/r probe was out of alignment at the sample position. He adjusted the probe and checked all other alignments. He verified proper voltage, sample type settings, pressure sensor voltage, and mixer speed. He performed the am/tsh test with all results meeting specifications. Customer ran qc and all results met specifications. For 2 of the events, the investigation is ongoing. For 1 of these events, the follow up actions were the field service representative ran performance tests on the instrument, and all results were within acceptable range. He checked and adjusted pinch tubes. He observed one of the tubes was not on the roller. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service engineer adjusted the probe arm and ran performance testing; the results of the performance testing were good. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service engineer performed performance testing and an instrument check with successful results. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service representative found a probe was hitting the side of the sample tube and the voltage was out of specifications. He adjusted the rack handling, probe alignment and height, voltage, and verified the sipper probe alignment and tip attachment. He successfully ran performance tests. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were the sample was returned for investigation. The results were very high and can be explained by the severe disease state of the patient. Differences in results between different methods are common and are the reason why during patient monitoring a switch of methods should not be done. For 1 of the events, the investigation determined the issue was caused by a pre-analytical handling error. The follow up actions were the field service representative found the issue was caused by an air bubble in the sample because the customer poured off from another tube. Performed adjustments to verify measuring cell performance. He changed pinch tubing and performed qc. All values were within customer specs. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas e 411 rack immunoassay analyzers. The events involved a total of: 9- elecsys hcg + beta test system. 1- elecsys ft3 iii. 2- elecsys probnp ii immunoassay. 2- elecsys estradiol iii assay. 1- elecsys ca 19-9 immunoassay. The known patient ages ranged from 31 years to 82 years. The other patients' ages were requested, but were not provided. The known patient weights were (B)(6) kg and ranged from 110 lbs to 160 lbs. The other patients' weights were requested, but were not provided. The known patient genders were 8- female and 1-male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.